Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2025 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing increase in pain. Program optimization was attempted and was not successful when he noticed the end of service alert. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing great postoperatively. Previous ipg disposed of per facility protocol. .

Manufacturer narrative:
Investigation result: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Labeling review: a labeling review did not reveal any anomalies as it states: persistent pain at the ipg or lead site is a known risk with the use of spinal cord stimulation (scs). It also states: when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control, therapy controller, and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing increase in pain. Program optimization was attempted and was not successful when he noticed the end of service alert. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing great postoperatively. Previous ipg disposed of per facility protocol..